Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient was experiencing pain at the ipg site due to erosion. As a result, surgical intervention was undertaken during which the ipg was relocated and replaced which addressed the issue. Stimulation was restored following the procedure.